Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1(event site name). Due to character limit in e1. Full event site name:(B)(6).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states, it was observed that the device had not been left charging by the user and that the batteries were discharged. Because the device batteries had not been left charging for an extended period, the battery with serial number (B)(6) was displaying a "battery is unusable" warning. The device's battery with serial number (B)(6) needs to be replaced with a new one. Since the device has one spare battery, it is recommended that it be used with ac power. The device was delivered in working condition. The customer was advised to leave the device charging while connected to ac power. The device batteries were found to be fully charged. A battery maintenance test was initiated. The test will determine the battery usage status. The device is operational. The device was found to have passed both battery maintenance tests. The device is suitable for clinical use. The device was delivered in working condition.

Event description:
It was reported by fse that during maintenance, the cardiosave intra-aortic balloon pump (iabp) had a warning that battery cannot be used. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1: (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.